Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information cannot be expected for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife was dull and unusable during surgery. An alternate knife was obtained in order to complete the procedure. Patient impact information is unknown. Additional information received confirmed that there was no impact to the patient. No further information is available for this report.

Manufacturer narrative:
The customer complained that a knife was dull. The actual sample was discarded. Instead, another sample out of the 3-box from the same lot was returned. This sample has not been opened and thus was not used. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The sample was visually inspected by a senior operator with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. The knife is dull. The complaint history was reviewed two years back which did not show any comparable or confirmed complaints with the same damage for dull knife. The knife blade and tip were polished too much therefore, the sample is not sharp. Polishing is a manual procedure performed by an operator. Hence, it cannot be excluded that also the discarded knife was dull. As similar complaints during the last two years are not confirmed, no corrective actions will be issued and this malfunction complaint regarded as a single event. Data will continue to be monitored for evidence of adverse trends with further action taken as appropriate. The manufacturer internal reference number is: (B)(4).